Event description:
Recalled breast implant removed during second mastectomy surgery for cancer. Patient had left breast removed in [redacted date] for cancer. Second mastectomy for cancer done on right breast. Left breast implant removed during this procedure due to recall.